Manufacturer narrative:
Device issue with inomax cart (B)(4) was created as (B)(4). The investigation was completed on 31-aug-2016. The regional service center (rsc) service identified a damaged left rear caster on cart (B)(4). The caster is bent and backed out approximately 3 threads from being fully seated. This damage is consistent with physical damage to the cart during use. Review of service history of the device reveals the cart casters were original to the cart. The rsc investigation tested the cart without any cylinders, with one cylinder, and with two cylinders installed. During all tests, the cart was judged not to be as free moving as a cart with four undamaged casters; however, the damaged caster was not stuck in a specific position and was moveable in all directions. The damaged caster was replaced due to the physical damage. A full functional test was performed and the device operated according to specifications so it was returned to the device service pool. The root cause for this report is physical damage of the cart. This condition will be tracked and trended under the company's quality system.

Event description:
On 26-aug-2016, a respiratory therapist (rt) from the united states called mallinckrodt customer care to report an issue with inomax cart (B)(4). The reporter stated there had been a broken caster on the cart which caused the balance to be thrown off. Another rt/health care worker (hcw) was injured while attempting to pull the device out of the patient room which included muscle spasms and pain that became progressively worse. Due to her condition, the rt was sent to the emergency room where she was given a pain injection (unknown medication and dose). No x-ray was taken and no previous medical history was provided during follow up. Upon discharge she was prescribed: acetaminophen-hydrocodone 325mg- 5mg oral every 4 hours for 3 days, diazepam 5mg oral every 8 hours for 5 days, ibuprofen 600mg oral four times a day for 14 days. She visited her primary care physician the next day and was told to continue the same medications. She was given a 15 lb. Weight pushing/pulling/lifting restriction. Inomax cart (B)(4) was removed from service and returned to the company for service evaluation.